Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to cable disconnection. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited disconnection of the cable unit, and therefore, noise occurred, and no image was displayed. There was no patient involvement.